Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not to returned to zoll medical corporation for evaluation. The dveice was evaluated by zoll approved business provider. The customer's report was observed during initial testing. The device was disposed of due the age. Analysis of reports of this type has not identified an increase in trend.